Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of discoloration of the luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 22ga x 0.75¿ huber plus safety infusion set. The sample was received with the safety not engaged and appeared free of obvious usage residues. Several regions of red material were observed within the luer adapter orifice. Microscopic inspection of the sample confirmed that the material was on the inner surface of the luer adapter. The material was deposited in diagonal directions spiraling into the orifice. Tactile inspection of the material using a probe revealed that it was easily removed from the luer adapter. The pattern of material deposition and the ease with which that material was removed indicated that it had been deposited during access or attempted access of the luer adapter. It could not be determined when/with what that access was attempted. The manufacturing processes were reviewed and no likely sources of the red material were identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a part of the device¿s connector was tinged red. There was no reported patient involvement.

Manufacturer narrative:
The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of discoloration of the luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 22ga x 0.75¿ huber plus safety infusion set. The sample was received with the safety not engaged and appeared free of obvious usage residues. Several regions of red material were observed within the luer adapter orifice. Microscopic inspection of the sample confirmed that the material was on the inner surface of the luer adapter. The material was deposited in diagonal directions spiraling into the orifice. Tactile inspection of the material using a probe revealed that it was easily removed from the luer adapter. The pattern of material deposition and the ease with which that material was removed indicated that it had been deposited during access or attempted access of the luer adapter. It could not be determined when/with what that access was attempted. The manufacturing processes were reviewed and no likely sources of the red material were identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a part of the device¿s connector was tinged red. There was no reported patient involvement. Additional information: evaluation of sample found easily removed foreign bodies.